Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of telemetry anomaly was not confirmed in the laboratory. The device was tested on the bench and communication between the device was normal. The field experience of noise was confirmed via review of the stored electrograms in the laboratory. The cause of the noise is believed to be emi.

Event description:
It was reported that after multiple failed attempts to get the device to interrogate the physician decided to explant the device. During surgery the physician was able to interrogate the device and discovered an episode of noise. The device remained implanted until the next follow up. The device again would not interrogate and the physician explanted it.